Manufacturer narrative:
We are unable to fully investigate this report as no product number, lot number or sample was provided. It is not known what relationship the stent has to the reported adverse events. The study concluded determination of a patient¿s aortic arch anatomy and clinical profile can assist in defining those at high risk of residual hypertension despite optimized isthmic stent implantation. Based on the information available atrium has determined that the events described are not related to a product failure.

Event description:
Received an article titled predictive factors for residual hypertension following aortic coarctation stenting. The article identified the predictive factors for residual hypertension despite optimal endovascular treatment. Per the article adverse events included stent migration and cerebellar stroke (thromboembolic events).